Event description:
Endometerial ablation attempted using three different novasure handpieces, handpiece would not pass the calibration of the cavity assessment test. One hand piece did not opened completely. Patient had a big cavity and patulose cervix -open cervix-attempted to controling any leaking by inserting a tenaculum and vaseline gauze. Procedure was aborted, the uterus was inspected for possible perforation due to difficulties, no perforation was identified. Expiration dates on hand pieces: 2009.